Event description:
It was reported, "when trying to put in the adm cup, he got the cup impacted and when he went to disengage the impactor from the cup could not get to disengage.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.